Event description:
The consumer indicated that her tampon came apart upon removal and tampon pieces remained inside of her. She stated that when she removed the tampon only half of the tampon came out with the string. She feels that she was able to remove all of the remaining pieces, but does have a previously scheduled appointment with her doctor in which she will confirm.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.